Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The entire ipp system was removed and spectra concealable penile prosthesis. Further information was requested and not yet received. The product was explanted but not expected to be returned. Should additional information be received, a supplemental report will be filed.